Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the day after implant procedure, right ventricular pacing was noted without tracking the atrial signal. A chest x-ray revealed the right atrial lead was dislodged. The lead was repositioned on (B)(6) 2018. The patient was stale and asymptomatic before during and after the procedure.